Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not verify the symptom. He troubleshot to a bad set of batteries. He ordered the batteries for in house biomed who will replace and finish the fix.

Event description:
The customer reported that the system displayed an error code of overload fault.